Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the guidewire from the needle was confirmed. The product returned for evaluation was one 0.018 in stainless steel guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle) ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire ¿ the weld tip of the wire was missing and could not be accounted for during the evaluation biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h11

Event description:
It was reported that this patient was admitted to hospital on (B)(6) 2023. The nurse conducted placement of the PICC catheter after operation. Following delivery of the guide wire, the introducer needle was unable to be removed. Multiple attempts were made, but failed. The guide wire was ultimately removed with the introducer needle. Drawn wire was found at the proximal end of the guide wire. Placement of the catheter was given up due to safety concern. 09/11/2023 it was found during investigation the guidewire was broken which allowed the outer coil wire to become unraveled.